Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-13891. It was reported that the patient presented in hospital for check up due to shortness of breath. Upon interrogation, it was revealed that the implantable cardiac defibrillator exhibited non-sustained right ventricular over-sensing. Also, the left ventricular lead exhibited loss of capture. It was suspected that the left ventricular lead loss of capture had caused the over-sensing. Programming changes were successfully made. There were no consequences to the patient.